Event description:
A consumer reported experiencing an allergic reaction to boston advanced conditioner. The consumer reported their oxygen dropped to the 70s and they developed internal hives. The consumer reported their oxygen is currently in the mid 80's. The consumer reports the lower oxygen is affecting their cognitive ability and ability to concentrate. The consumer has not seen a doctor for treatment and has only used otc allergy medications for treatment. The consumer discarded the bottle, therefore no lot number or expiration date is available.

Manufacturer narrative:
Although requested, the lot number was not provided, and the device was discarded. Therefore, the UDI is not available. Based on all available information, no causal factors can be determined and no conclusion can be drawn.